Manufacturer narrative:
(B)(4).   Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
It was reported that the burr became stuck within the lesion and removal difficulties occurred. A 1.75mm rotalink¿ plus was selected for use. During the procedure, it was noted that the burr became stuck in the lesion. The burr was removed successfully however it was noted to be difficult to remove. No patient complications were reported.

Event description:
It was reported that the burr became stuck within the lesion and removal difficulties occurred. A 1.75mm rotalink plus was selected for use. During the procedure, it was noted that the burr became stuck in the lesion. The burr was removed successfully however it was noted to be difficult to remove. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The coil is stretched and kinked at the handshake connection. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine is corroded. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Please note that the directions for use state that ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).